Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to difficulty charging, the patient had a fusion, and the battery become hot, and began zapping. No adverse patient effects were reported, the device will not be returned as it was disposed per facility.